Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 27 mmol/l (486 mg/dl) while wearing the pod between 5 and 24 hours. The adhesive was reportedly not sticking well and the pod detached from the infusion site (leg), causing the cannula to dislodge. As treatment, the patient's mother administered insulin via injection and a new pod was successfully applied.